Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a thr surgery, it was discovered that the handle of an r3 straight shell impactor is cracked. It is unknown how the procedure was completed or this caused any delay. No harm to the patient was reported as a consequence of this problem.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and the cracked device was confirmed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could be corroborated since the device is cracked, and therefore can not be used properly anymore. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4). B5: updated event description.

Event description:
It was reported that, during a thr surgery, it was discovered that the handle of an r3 straight shell impactor is cracked. Surgery was performed, without any delay, with the same device. Patient was not harmed as consequence of this problem.